Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 93.0, 112.0, and 134.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the smart coil embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter, resistance may be encountered, and damage such as this may occur. During functional analysis, the smart coil was attempted to be advanced through a demonstration microcatheter; however, resistance was encountered and the smart coil could not be advanced out of its introducer sheath. The introducer sheath was removed by the penumbra investigator to obtain an image of the offset coil winds. Further evaluation revealed that the pusher assembly was kinked. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the occipital artery using penumbra smart coils (smart coils). It was noted that there was slight tortuosity at the occipital artery. During the procedure, the physician placed four non-penumbra coils into the target vessel using a non-penumbra microcatheter. While the physician was attempting advance a new smart coil through the microcatheter, the smart coil became stuck after being advanced approximately two centimeters into the microcatheter. The physician then retracted the coil and made another attempt to advance it through the microcatheter; however, it became stuck at the same position in the microcatheter. Therefore, the smart coil was removed and the procedure was successfully completed using two new smart coils, eight additional new coils and the same microcatheter. There was no report of an adverse effect to the patient.